Manufacturer narrative:
B5- a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting, and angle closure with an elevated iop. The lens was explanted and later replaced with a shorter length lens and the problem resolved. The cause of the evemt was reported as unknown. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H11 manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and angle closure with elevated iop. The lens was replaced with a shorter length lens and the problem resolved. The cause of the event was reported as unknown.